Manufacturer narrative:
.

Event description:
On (B)(6) 2015 it was reported that during generator replacement the surgeon removed the generator and discovered a spot in the pocket that he suspected was an infection. He took a swap of the region and had it tested. The test came back and confirmed infection. The doctor may have used some antibacterial agent at the time but the therapeutic consultant wasn't sure what he did or if the plan is to put the patient on antibiotics. The surgeon wanted to reinstall the generator and re-seal the patient so the infection can be dealt with before reimplanting with a new generator. The doctor did not want to leave the leads loose inside the body so he put them back in the generator. However, one of the screws came off of the header and is missing. The surgeon was only able to tighten one of the leads (though they are both back inside the header), and he sealed the patient. The generator itself was not infected. Good faith attempts for additional information from the physician were unsuccessful. The manufacturing records for the generator were reviewed and the device was confirmed to be sterilized prior to shipment.

Event description:
Product analysis was completed on the generator on (B)(4) 2016. The positive septum and setscrew was not returned. The negative septum and setscrew was placed in the negative header septum cavity and was successfully secured by a bench torque wrench. In addition, review of the programming history database showed no evidence of high impedance. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
On 12/14/2015 it was reported that the patient underwent generator replacement that day due to end of service. During surgery an infection was found so the lead was replaced as well. The generator was returned for product analysis on 12/28/2015. Product analysis is still underway and has not yet been completed.